Event description:
Originally reported to (B)(4), patient self-tester reports. Protime system inr 1.0. Unspecified lab system inr 2.3. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). Prior to customer event, device performed with acceptable results. Manufacturer evaluation / investigation pending product return.